Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. The pump was also received with a cracked case at the display window corner, a minor scratched lcd window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump screen looks like ink was poured on the face of the pump. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer treated with an injection. Customer stated that the pump was dropped but there was no scratch. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.